Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by lifevest. The patient described the irritation as red streaks "like magic marker" across his back and chest. There was no alleged device malfunction. The patient's physician advised the patient to remove the device due to allergic reaction. The patient's irritation improved with removal of the lifevest.